Event description:
Customer reported an insulin cartridge leak occurring at the o-ring, experienced once. Blood glucose levels remained within a range of 54-500 mg/dl, indicating no adverse impact. Customer was able to load a new cartridge, and technical support instructed the caller not to overfill cartridges, which the caller acknowledged and understood.